Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) went into safety mode. The patient was hospitalized as a result. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.